Manufacturer narrative:
Product analysis: the full lead was returned and analyzed, and no anomalies were found. The outer insulation had foreign material. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed, and no anomalies were found. The analysis noted that no damage was found to the insulation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician opted not to implant the lead due to observed insulation damage. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician opted not to implant the lead due to observed insulation damage. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.